Event description:
End user reports a white patch like area from 400 to 500 o' clock in the right lower quadrant that extends outward approximately 25 mm. He does experience some itching in the area at times. The reporter states this are is consistent with where stool gets under the mass and sits on his skin.

Manufacturer narrative:
The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on january 21, 2016. (B)(4)

Manufacturer narrative:
Based on the available information, the event is deemed a serious injury. According to the reporter, he uses sure prep protective barrier wipes on his peristomal skin. He uses (B)(4) adhesive remover on his peristomal skin and occasionally alcohol. He has been changing his wafer daily for approximately 6 months. The end user has also tried eakin cohesive seals. The end user saw an ostomy nurse who recommended applying nystatin powder. The reporter was instructed on crusting with nystatin powder followed by a protective barrier wipe. He was instructed to clean his peristomal skin with a soap that does not contain lotions; moisturizer or creams. Both the moldable durahesive convex skin barrier and moldable stomahesive skin barrier with acrylic tape collar were also recommended. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Additional information was received october 28, 2015. The product associated with batch 3g03340, was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).